Manufacturer narrative:
(B)(4). Based on the info provided, the advance 35 lp low profile balloon catheter burst in the fistula, the balloon shredded, and part of the balloon remained in the pt (1820334-2014-00091). A second balloon was inserted into the fistula and this balloon also burst (1820334-2014-00094). The burst balloon could not be reviewed and the fistula had to be tied off. The pt had to undergo 2 add'l procedures, one for immediate dialysis access and a second to create another fistula in the other arm. No product was returned to assist with this investigation. Confidential: the advance 35 lp balloon catheter has completed design control requirements demonstrating that the deice meets the predetermined, requirements and that the requirements meet the results of the user. Specifically, design verification testing was performed to demonstrate with 95% confidence and 99.9% reliability that the balloon will burst at or above 8 atm (for 12 mm diameter balloons) and 15 atm (for 6 mm diameter balloons), to demonstrate that balloons will withstand 10 cycles of inflation/deflation, and to demonstrate that balloon failure is linear and that the balloon failure mode will not be circular or fragment into segments. See scanned page. The work order was reviewed, and nothing of note was observed. The scanned sample labels with the work order contained the correct info regarding rated burst pressure. Advance 35lp balloon catheters are inspected for the integrity of both the proximal and distal balloon bonds are 100% inspected to verify that they must be smooth and free of cracks, peeling, excessive voids, and excessive foreign meter. Each balloon catheter is leak tested to ensure the balloon does not leak. The failure mode assigned to this case is balloon, ruptured; however, the root cause of this event is inconclusive due to the limited info available. The risk was assessed using risk assessment. The risk remains acceptable with inclusion of this event. No risk reduction is required at this time. We will continue to monitor for similar events. The appropriate internal personnel have been notified.

Event description:
Info received from a maude report ((B)(4)) indicated that during the procedure, the advance 35 lp low profile balloon catheter burst in the fistula, the balloon shredded and part of the balloon remained in the pt ((B)(4)). A second balloon was inserted into the fistula and this balloon also burst (1820334-2014-00094). The burst balloon could not be retrieved, and the fistula had to be tied off. The pt had to undergo 2 add'l procedures, one for immediate dialysis access and a second to create another fistula in the other arm. No add'l info has been provided by the reporter.